Event description:
In 2004, following a percutaneous coronary intervention (pci), an angio-seal device was deployed, the tension spring was placed and removed after 15 minutes. The pt was discharged on the 3rd day. In august 2004, the pt presented complaining of pain at the arteriotomy site. The physician palpated the puncture site; a pulse was present. A CT and echo scan revealed a psuedoaneurysm. The following day, the pt underwent surgery to remove the pseudoaneurysm; the angio-seal device components were left in place. Blood was oozing from the arteriotomy site; sutures were placed. There were no further complications, the pt was reported to be recovering and discharged in august 2004.